Event description:
Unomedical reference number (B)(6). Event occurred in the united states. On 25-jun-2021, it was reported that a patient experienced high blood glucose levels of over 1000 mg/dl due to insulin flow block. She received it three times within the last week. Reportedly, yesterday morning was the last time she received it, which was day three. Further, she had to use the same set for three days and reservoir for 5 days due to funding issue. Moreover, she was hospitalized in the intensive care unit for three days. However, it was stated that the insulin did not exit during 5-unit fixed prime/fill cannula. No further information available.